Manufacturer narrative:
The insulin pump had all buttons function properly however moisture damage was found on keypad traces. No fluctuation or stuck button noted during testing. Device functioned properly during rewind and basic occlusion, occlusion, prime test,the excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.